Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that signal loss of unknown duration occurred. Product was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and failed. A review of the logs was performed and signal loss was found within the investigation window. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a signal loss of unknown duration is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.